Manufacturer narrative:
The serial number of the customer's cobas 6000 core unit is (B)(6). The patient sample was requested for investigation. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys syphilis assay results from three samples from the same patient tested on the cobas 6000 core unit. Sample 1 on (B)(6)2024: the result from the analyzer was 0.092 (negative). The result from the enzyme-linked immunosorbent assay (elisa) assay was 12.515. Sample 2 on (B)(6) 2025: the result from the analyzer was 0.077 (negative). The result from the elisa assay was 10.189. Sample 3 on (B)(6) 2025: the result from the elisa assay was 11.619. The result from the analyzer was negative. The unit of measurement was not provided. The questionable result was not reported outside the laboratory as it did not match the patient's clinical diagnosis.

Manufacturer narrative:
The qc recoveries were within range, but the specific dates were not provided. Two patient samples were received for investigation. The patient samples were tested with the elecsys syphilis immunoassay, investigational single treponemal antigen assay kits, and an alternative supplemental test. The investigation confirmed the customer's negative/non-reactive results. The investigation did not identify a product problem.